Event description:
It was reported that the pump alarmed "system failure: primary audible alarm background test." No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date.

Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were missing on the bottom case and plunger assembly upon receipt. The right plunger case and bottom case were cracked, and a non-original equipment battery was found in the device. Error code was found in the ehl (event history log). The customer reported problem was confirmed as the reported error code was found upon power up during the investigation. Root cause of the reported event is a damaged interconnect board due to the pump having been dropped by the customer. The interconnect board was replaced, preventive maintenance was performed and all functional testing passed. The reported product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500.